Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and an infrarenal extension. On (B)(6) 2018, endologix was made aware of a type 3b endoleak with sac growth. The patient is stable. On (B)(6) 2018, the physician elected to reline the previous implanted devices with another bifurcated stent and an suprarenal extension. The patient was reported as stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the main body with sac growth and a secondary endovascular procedure. The most likely cause of the compromised stent graft integrity (3b endoleak) of the main body was the use of the strata material. Procedure related harms included right access site complication which required a surgical intervention. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.